Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2021-00692 under a different suspect medical device. The suspect medical device was changed on (B)(6), 2021 upon further investigation of the customer issue. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated magnesium results were generated on the alinity c processing module. One example was provided. Sample ID (B)(6) tested at (B)(6) on (B)(6) 2021. The customer's critical range is below (B)(6). The sample was tested two additional times with results of (B)(6) no adverse impact to patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for magnesium lot number 28011ud00 was identified.